Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 2 months. The replaced portion of the driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Log file review by the manufacturer's technical service representative revealed pump stoppages while the lvad system was connected to the patient cable. It was observed that there were no pump stoppages when the lvad system was supported on batteries. The patient was asymptomatic. On (B)(6) 2016 the manufacturer's technical service representative performed an onsite driveline evaluation and replacement. X-ray images reviewed onsite did not show any obvious areas of damage. The entire external portion of the driveline was replaced. After the replacement, the lvad system was connected to a grounded patient cable and when the patient sat up in bed, a low speed/pump stop event occurred. The center requested 2 ungrounded patient cables for support as it was reported that the patient was not an ideal candidate for pump exchange. No further information was provided.

Manufacturer narrative:
Approximately 20 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. The metal braided shielding appeared unremarkable except for some minor shield breakdown at the distal end of the driveline segment. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Review of the system controller log files, both submitted and retrieved from the returned system controller, confirmed multiple low speed and pump stoppage events. The interruptions in pump function occurred only while the system was connected to the power module and appeared consistent with a potential driveline wire compromise. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.